Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had the device explanted 2 weeks ago this thursday, because it never really worked for them since it was implanted. Patient said that it worked on trial, but not when it was permanently implanted. Patient mentioned that they have tried different things adjusting the therapy. Patient also stated that they have contacted multiple reps and was able to get an assistance in making therapy adjustments but it still didn't work.